Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient has been getting some really bad cold sweats, especially down her back that eventually go up her spine and mostly down the back area and legs and it is such a cold sweat that sometimes she soaks her clothes. The patient reported that her implant incision was sore, and she could feel scar tissue there and when she moves her implant it hurts and if she pushed against the implant then it was fine. It was reviewed that ¿cold sweats¿ were not specifically listed in adverse events labeling. It was reviewed that the patient had the option of turning the ins off to see if the issues resolved. The patient reported that she does not have the implant on all the time and she seemed to have the same sweats when the implant was off but the sweats would come and go. The patient said she noticed that she had a weird ¿cold sensation¿ when she had the implant on. The patient said her back had been hurting her a little more than normal. The patient said that she hoped that they would not have to remove the implant because it he lps her sleep and has taken away the pain in her leg. The patient was redirected to her healthcare provider to address medical symptoms and have the device checked. No further complications were reported/anticipated. Additional information received from the patient indicated that they contacted their managing physician regarding their cold sweats and pain, but they cannot be seen until the end of (B)(6). The patient also mentioned that they wake up in the morning and their device is running, without them turning it on. They patient stated that they went in and got a cortisone shot until they can be seen by their managing physician. The patient is unsure what is causing their symptoms, but they believe that their battery is moving around and putting pressure on their spine. They noted that their symptoms have not been resolved at this time. The patient did not know their weight at the time of the event. No further complications were reported or anticipated.